Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging kidney disease/toxicity. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient had alleged kidney disease/toxicity. At this time, no medical intervention has been reported. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, complaints were not confirmed. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.